Event description:
Consumer complaint of high blood results. Expected blood glucose results not known. Customer found unresponsive on bed and hospitalized. Customer comparing test results to hospital meter. Her blood glucose when admitted to hospital was 24 mg/dl using hospital meter. Blood test performed (B)(6) 2015 using trueresult and hospital meters: 253 mg/dl and 335 mg/dl. Blood test performed during call ot fasting ((B)(6) 2015; 08:59pm) with result of 310 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturers expiration date is 09/29/2017 and open vial date is less than a month ago. Recall test results performed not fasting from meter memory: 253mg/dl (B)(6) 2015 07:18pm, 122mg/dl, (B)(6) 2015 04:50pm, 167 (B)(6) 2015 07:28pm, 167mg/dl (B)(6) 2015 10:55pm, and 161mg/dl (B)(6) 2015 11:00pm. No adverse event reported

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had high glucose value.